Manufacturer narrative:
(B)(4). D10 - associated medical devices: biomet bc r 1x40 us; item# 110035368; lot# 005dad1508 tibia cemented 5 degree stemmed right size e; item# 42532007102; lot# 64759047 femur cemented cruciate retaining (cr) narrow right size 7; item# 42502006202; lot# 64729467 articular surface medial congruent (mc) right 12 mm height; item# 42522100712; lot# 64427600 all poly patella cemented 32 mm diameter; item# 42540000032; lot# 64775224. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Approximately two years post-operation, the patient was revised due to pain, swelling, and femoral implant loosening. During the revision surgery, bone loss was noted. The tibial, femoral, and articular surface components were exchanged without complications, and the patella remained implanted. Attempts have been made and no further information has been provided.